Event description:
The customer reported 2 instances in which the ortho provue analyzer resulted previously known samples containing anti-k as negative. Visual inspection of the processed gel cards showed the reactions were weakly positive. Both samples tested in manual gel test showed positive reactivity. False negative test results can lead to transfusion of incompatible blood. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site and performed the appropriate adjustments and repairs to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.